Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report high blood glucose levels. The customer's blood glucose level was 500 mg/dl. The customer treated with manual injections. The customer stated that changing out the reservoir and set resolved the issue. The customer declined to troubleshoot. The customer requested the device to be replaced. The device was replaced and returned for analysis.